Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The data analysis anomaly was unable to be performed due to button error alarm and button unresponsiveness. The functional testing including the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests were all unable to be performed due to button error alarm and no button response. The insulin pump had a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Nurse reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 347 mg/dl. Customer had been hospitalized in 2011 and 2012. Customer had brain damage and it was possible they did not receive an alarm. Nurse advised the insulin pump received a button error alarm and battery out limit alarm. Nurse attempted to deliver a bolus but was unable to and instead gave the patient a manual injection. Nurse advised the button error alarm occurred after the insulin pump was exposed to moisture. Customer placed the insulin pump inside the cooler to preserve the insulin which resulted in moisture damage. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.